Event description:
It was reported that the surgeon suture looped the strut. Reportedly, the post op tee revealed regurgitation. The patient expired; however, the surgeon has disassociated the device from the patient's death. It was reported that the procedure involved a very ill patient who was undergoing a triple valve procedure.

Manufacturer narrative:
Suture loop. Device not returned.